Event description:
It was reported to the (B)(6) that incident happened when the caregiver was providing care to a resident in (B)(6) 2014 on the alenti bath chair. Her co-worker assisted her with transferring the resident onto the bath chair. Once the resident was positioned on the chair in the tub room at a distance away from the tub the co-worker left the room. Caregiver then moved the resident on her own to face the tub and pushed the alenti using the red handles on the chair. She then felt pain in her right knee. The knee pain was reported to the nurse and the facility management. Caregiver went to see her family doctor because of the pain and swelling. An MRI was performed on (B)(6) 2015. Caregiver has been referred to an orthopedic surgeon, as the MRI revealed the right knee having a meniscus tear.

Manufacturer narrative:
(B)(4). Arjohuntleigh received a complaint informing us of a caregiver injury. According to the available information, the caregiver involved in the incident stated that when moving the resident on her own to face the tub and pushing the alenti using the red handles on the hair, the caregiver felt pain in her right knee. On (B)(6) 2015, arjohuntleigh received additional information via e-mail form the director of quality and resident service at the facility. It was reported that the facility did an investigation of the incident and determined that the caregiver's injury was due to user error. We haven't found any other reportable complaint similar to the outcome investigated here where the caregiver is injured while pushing the device with a pt on it received injury to their knee. We find this event to be isolated incident. It was confirmed by the technician visiting the site that the hygienic chair (alenti) was being used for pt handling and in that way contributed to the event. No malfunction could be found on the alenti device. An on-site inspection by an arjohuntleigh representative found the device in good condition and working to manufacturer's specification. Our review shows that with 22000 of these devices placed into the market over the past 10 years there have been no similar events reported to us, when going through the steps as presented in the IFU, it becomes clear that the device is designed to avoid strain from lifting or stretching. There have been no malfunction on the lift device. Therefore it appears there was an allegation of the lift having caused or contributed to the injury or the caregiver as the customer names the lift in combination with the knee injury. The alenti is designed to aid and assist pt movement thereby helping to mitigate caregiver that, that has been trained against the contents of the IFU, that explains how to use the device in an ergonomically sound manner. However, the facility was not able to provide use with a training date of the involved staff. The complaint decided to be reportable in the abundance of caution. Ref imp. # (B)(4).